Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "my device sticks up" and "at times I can tell when my device is passing me". The patient reported that their physician said they were having extra beats. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.